Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's atty: (B)(6) 2003: the pt underwent repair of a ventral hernia using a bard/davol composix e/x mesh. Several years later, the pt was diagnosed with an upper abdominal incisional hernia. (B)(6) 2008: pt underwent repair of a ventral incisional hernia in the upper midline abdomen with implant of a bard/davol ventralex hernia patch. There is no mention of the composix e/x in the operative dictation. (B)(6) 2009: the pt underwent repair of a rectocele through the vaginal approach with placement of a non-davol mesh. The pt continued to have persistent right subcostal pain. (B)(6) 2009: pt underwent surgical wound exploration due to chronic pain issues. The previously placed ventral hernia patch was visualized and noted to be "intact without any evidence of significant adhesions," also noted was "no hernias." Following this procedure, the pt underwent another non hernia related surgical procedure. (B)(6) 2012: pt was diagnosed with abdominal pain, small bowel obstruction and adhesions. Pt underwent an exploratory laparotomy with lysis of adhesions and explant of both e/x and ventralex mesh. Operative dictation indicates the two previous mesh had migrated into the abdominal cavity with adhesions to the omentum, as well as the lower e/x mesh being adhered to portions of the bowel and noted to be "plaster sized" and "crackled."

Manufacturer narrative:
Currently it is unk whether the device may have caused or contributed to the reported event. The medical records indicate the pt has a complex medical history and was treated for adhesions and hernia recurrence, both adhesions and hernia recurrence are known possible adverse reactions in the in the instructions for use (IFU). Without a lot number, a review of the manufacturing records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2014-00401 for info related to the composix e/x mesh implanted on (B)(6) 2003.